Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 300 mg/dl. The customer stated that he was changing his infusion set when he noticed the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.